Event description:
It was reported that the patient was hospitalized due to symptoms of syncope and pauses in pacing. Upon further investigation, it was noted that the pacemaker was incorrectly programmed to auto sensitivity in the ventricle. This caused the device to oversense muscle movement and inhibited pacing. The device was reprogrammed and normal pacing function was restored successfully. No further issues were reported.